Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) explanted. It was explained that the patient leaked urine when he carried heavy goods or sometimes coughed. One month before this surgery, the patient was examined at the hospital and the device was fully replaced at the doctor's discretion. The patient was using 1 to 2 pad per day prior to the aus implant and his incontinence was better after the aus implant. The physician feels that the aging device also contributed to the incontinence. The patient is stable after this surgery and no pads are needed after this aus replacement.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) explanted. It was explained that the patient leaked urine when he carried heavy goods or sometimes coughed. One month before this surgery, the patient was examined at the hospital and the device was fully replaced at the doctor's discretion. The patient was using 1 to 2 pad per day prior to the aus implant and his incontinence was better after the aus implant. The physician feels that the aging device also contributed to the incontinence. The patient is stable after this surgery and no pads are needed after this aus replacement.

Manufacturer narrative:
Product analysis confirmed a device malfunction. A pinhole tear was found in the cuff shell consistent with wear at a fold. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of -cause traced to component failure-' was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary the cuff component was visually inspected, and microscopically examined. Analysis indicated a pinhole, tear in the shell due to wear at a fold. Product analysis identified a device malfunction that confirms the reported allegations. The cuff tear is the most probable cause for the complaint. DHR review / similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 645543 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. A similar complaint review was not performed as the investigation has not identified a potential process or design related issue for the reported device. Further review is not required at this time. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams 800 hazard analysis 'device has a fluid leak ' and 'therapeutic response, altered' are included as harms, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 800 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.